Event description:
Spark - there was a short circuit in the power cable at the strain relief where it attaches to the heating pad, causing a spark to flash out of the cable. User reports burn to sheet and shock to arm.